Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer's blood glucose level was 63 at the time of incident. The customer also reported that the customer was doing rewind process and customer was advised to re-check blood glucose level and it was 54 mg/dl. The customer was advised to drink soda or juice to monitor the blood glucose level. The insulin pump will not be returned for analysis.